Event description:
It was reported that during a laparoscopic hysterectomy procedure the surgeon was using the device to dissect and seal a vessel when he noticed that a filament was displaced from the jaw of the device. As this has happened before, he stopped using the device and removed it from the patient and completed the case with another device. No patient consequences were reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.